Event description:
It was reported that the patient underwent a surgical procedure that utilized a 40mm left lapidus nail. The original surgery occurred on (B)(6) 2018. The nail broke post-operatively and was revised with paragon 28 plates. During evaluation and investigation, the implant was not available for analysis. The DHR records of implants involved with the case were reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for released product.

Event description:
On (B)(6) 2018, it was reported to paragon 28 that the same screw had backed out of the nail a second time, despite the previous surgery to correct it. A different surgeon determined that another follow-up surgery was necessary. No surgery has occurred at this time.